Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
D4: the serial number, lot number, and UDI is unknown. The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was going to be on an impella 2.5 for mechanical circulatory support. During delivery, impella insertion was aborted due to the patient anatomy. The device was unable to pass through the patient's anatomy. No further information was provided.